Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. A 190cm filterwire ez¿ was used for treatment. During the procedure, inside the patient, the filter was deployed; however, strong resistance was encountered while pulling back the split sheath. Consequently, a sharp bend of the wire was noted and the retrieval sheath could not be fully advanced to the filter upon removal of the device. The filter bag was left open upon removing the device by pulling the device through the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.